Event description:
The patient contacted animas on (B)(4) 2012 and stated the keypad buttons had delayed responses to user presses. The patient denied damage to the keypad. The patient reportedly wore the pump in a case attached to a belt and cleaned it with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact with no damage or peeling observed. All of the keypad buttons were found to be responding appropriately to presses. The keypad was removed and no button contact defects were found.